Manufacturer narrative:
Conclusion and root cause: the hazard reported in this complaint was caused by debris inside the scope which damaged the internal electronics and resulted in loss of image and light output. The condition of the scope returned reflected a failure that is likely attributed to maintenance and care of the device and not a material, component, or manufacturing deficiency. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope was being used for a ureteroscopy with laser for a stone and it just stopped working and the picture went blank. They hooked it up to a different tower and still no picture.